Event description:
The customer reported that the 9400 system was getting battery charge errors on occasion. No pt injury was reported.

Manufacturer narrative:
A ge service rep replaced the batteries.